Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced recurrent urinary tract infections, increased postop pelvic discomfort, rectocele, recurrent fecal incontinence, cystocele with valsalva, hematuria, fecal leakage, and hemorrhage of her anus and rectum. Patient had an attempted robotic assisted rectopexy that was aborted, a sigmoid colectomy with rectal left colon anastomosis with rectopexy, and a flexible sigmoidoscopy. Intraoperative findings noted the previous sacrocolpopexy device adhered to the sigmoid colon with a large amount of adhesions and a large amount of fibrosis from the device, necessitating sigmoid colectomy with a colorectal anastomosis in addition to a rectopexy. The patient had post-surgical hyperkalemia and hypocalcemia. Patient had a successful trial of peripheral nerve evaluation stimulator that was placed in office. Patient had the trial device removed and a fluoroscopy guided placement of a sacral neuromodulation system.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Harm was not list for the adhesion of the device to the colon.